Event description:
It was reported that a pt developed vocal cord paresis and had a sore throat. This occurred approximately 1 year after implant. The pt also had hiccups. The physician programmed the generator off to allow the sore throat to heal. The physician indicated that this was not related to the device however, clarification could not be obtained regarding what was not related (paresis, sore throat, hiccups). Good faith attempts to obtain additional info have been unsuccessful to date.